Manufacturer narrative:
The territory mgr (tm) examined the system and was unable to duplicate the customer reported event. The tm's test handpiece was tested as well as the customer handpieces. All handpieces were able to pass tune. The system was tested and found to meet specs. The tm suspects the handpiece tip to be the possible cause of the customer event. The nurse was asked about the tip, and she has indicated she agreed with the assessment, but the tip is no longer available for investigation. No add'l info was provided. (B)(4).

Event description:
Adverse event(s): "none reported" (no known impact or consequence to pt). Product problem(s): "handpiece connectors not working" (connection issue). A nurse reported the connectors on the console for the handpieces, were not allowing them to prime tune. The nurse was not aware of how the case was completed specifically, but she suspects that the handpiece was switched with another to complete the case. There was no pt injury reported.